Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the postoperative programming the patient (B)(6) experienced unpleasant overstimulation (strong buzzing sensation) which persisted after turning amplitude off. A system diagnostics determined low impedances. A sjm representative disconnected the lead from the epg header port which ceased stimulation. Consequently, an sjm representative replaced the epg and connected the leads to the new epg header which resolved the issue. Reportedly, effective therapy was restored.

Manufacturer narrative:
Although failure analysis identified a malfunction, the malfunction would not have contributed to a serious injury nor is the potential for injury present therefore the event does not meet the criteria for reportability and should not have been submitted.